Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2017 at 7:00 pm. The patient stated that he manages his diabetes with insulin (self-adjuster) and claimed he increased his dose of medication due to the alleged meter issue. The patient reported developing symptoms of feeling ¿lightheaded, bloated and no appetite¿ 30 minutes after the alleged power issue began but denied receiving medical treatment. The patient denied using any other device to test his blood glucose. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted that the meter turned on after a new battery was installed. The alleged power issue was resolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.